Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty, drowsy, talking out of the patient's head, staggering, eyes white, a patient reported that the patient almost bottomed out. Their meter allegedly would only prompt message "clean test area". The result on their meter was unable to get results. Treatment was unknown. No further info has been reported.